Event description:
It was reported that a shaft break occurred. After a long, tortuous and complex navigation with a direxion infusion catheter, the shaft was noted to be broken proximally. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).